Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with mandible plate and screws on (B)(6) 2013 for orthognathic surgery. It was reported the surgeon cut the plate to make a 4 hole plate. Reportedly on (B)(6) 2013, the surgeon noted that the plate broke while in the outpatient clinic. It was reported the plate was explanted on (B)(6) 2013. No further information was provided. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received and evaluated. The measurable dimensions of the broken screw were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard (iso 5832-2). The microscopic view of the broken surface does not show any anomalies of materials structure. It is likely that too strong of a mechanical loading caused the breakage. No product fault could be detected. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.